Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tubelip, cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 330 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.